Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 mast roller pump. A livanova field service representative was dispatched to the facility to investigate the device during investigation, it was found the roller pump 85 makes ticking noise and the ep-connector 6 is burned in the top pin. The device has been requested for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, cardioplegia s5 mast roller pump stopped running. There was no patient involvement.

Event description:
See intial report.

Manufacturer narrative:
Despite serial read out (real time device parameters and setting recording file) of the pump were requested, these were not provided. The pump was returned to manufacturer for inspection, confirming that pump head was not turning and boards were corroded due to fluid penetration. To solve the problem, both boards and the pump head need to be replaced. A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Taking into account that fluid penetration caused corrosion on both boards, it cannot be excluded that fluid entered also the pump head assembly and residues are blocking the motor and/or fluid damages on the board are preventing the electronics to control the motor and therefore it's not turning. Based on gathered information, the most likely root cause of reported issue has been assigned to fluid penetration into the pump, most likely due to improper user maintenance over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.